Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected

Event description:
It was reported that an unknown sensor issue occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss was determined to be the transmitter and app were unable to establish a connection. The reported event of an unknown sensor issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.